Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit screen is frozen. The rn calls describing a cardiosave that is not responding to her touch on the lower touch pad. The machine is alarming that the aug alarm is below limit, however, the ¿alarm mute¿ button is not appearing. She states it like the whole lower screen is frozen. No response at all. She was directed to locate another cardiosave to transfer the patient therapy. The perfusionist came in and changed out the consoles during shift change. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The customer stated that they would like the cardiosave serviced as soon as possible. It was later informed by the fse that the unit is not under contract and that service has not been requested. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.